Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that there was a force sensor error. Exchange of cable did not solve the problem. Exchange of catheter solved the problem and the procedure could be finished successfully. There was no patient consequence. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 14-jan-2025, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a foreign material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed foreign material presumably blood inside the pebax. Additionally, under microscope inspection a hole was found on the pebax's surface. Then, the device was connected to the carto 3 system, and it was recognized and visualized; however, error 106 was displayed on the screen. Then the handle was dissected and sensor pads were measured, and were found out of specifications due to an open circuit on the tip area. In addition, the device was dissected at the peek housing section and insufficient adhesive was observed on the wires; this could be related to the open circuit observed; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The force issue reported by the customer was confirmed. The root cause of the adhesive condition is traced to the manufacturing process. The pebax damage and foreign material observed during the test were unrelated to the reported event by the customer. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. In relation to the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. Internal actions are being implemented to address manufacturing opportunities related to the force sensor issues. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: manufacturing process problem identified (c16), open circuit (c0205) and open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) and adhesive (g0405201) were selected as related to the open circuit and insufficient adhesive issues identified by the bwi pal. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in the pebax. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).